Event description:
A review of service data detected a reportable event. During the servicing of monitor which was returned for routine maintenance, it was discovered that the monitor would not power up. The last patient to use this monitor did not report any problems with it.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The reported problem was confirmed. The flash memory chips were defective. Once the flash memory chips were replaced, the device would power up. The root cause of the defective flash memory chips is unknown, but is likely random component failure. No adverse event resulted from the defective flash memory. The last patient did not report anything wrong with this monitor.